Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and removed/replaced on (B)(6) 2021 due to a tubing fracture. Additional information received indicated the system was not working.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation within abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Abrasion was also noted on the shorter exhaust tube and inlet tube. Abrasion was noted on both cylinder exhaust tubes. No functional abnormalities were noted with cylinders 1 and 2. No functional abnormalities were noted with the reservoir. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that both exhaust tubes and inlet tube of the pump were overlapping while in vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the device was explanted and replaced due to a tubing fracture.